Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2026 for 1 colony forming units (cfus) of escherichia coli (e coli), 1 cfu of paenibacillus spp and 2 cfus of micrococcus luteus. The device was retested on (B)(6) 2026, and it tested positive for 9 cfus of e coli, 7 cfus of pseudomonas citronellolis and 13 cfus of pseudomonas aeruginosa. The device was tested again on (B)(6) 2026, and tested positive for 1 cfu of staphylococcus capitis, 14 cfus of pseudomonas aeruginosa, 6 cfus of klebsiella pneumoniae, 51 cfus of moraxella osloensis and 1 cfu of micrococcus luteus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.